Event description:
During the injection of the lidocaine for the procedure. The radiologist was advancing the needle and all of a sudden the needle separated from the orange hub. The needle was still in the patient, but the lidocaine sprayed out with force. The radiologist told tech that there was not a lot of resistance with inserting the needle, she used one hand to inject (she said if she had to go through dense tissue she sometimes uses two hands to press the plunger in the syringe). They were able to reconnect and take the needle out of the patient. They were still able to proceed with the procedure. The technologist said the lidocaine hit her on the lower face near her mouth, she denies any got into her mouth. It did not get into her eyes. There are two lot numbers that it could have come from. Lot number: 6077751 and 6092924. The tech was not sure which wrapper this needle came from as they had to restart over and opened two for this exam. Of note---multiple adverse event reports filed with the FDA describe issues with smiths medical jelco hypodermic needle-pro needles, including reports of needles detaching from syringes or leaking during use. Some reports specifically mention the needle leaking at the luer lock hub. There are also reports of needles cracking and leaking vaccine during administration. One adverse event report specifically describes multiple instances of needles detaching from the syringe and needing to be removed from the patient's muscle. Another report mentions needles leaking and breaking off the syringe, with some instances resulting in needles getting stuck in patients upon retraction. It is important to note that these are adverse event reports, and while they suggest potential issues, a direct cause-and-effect relationship between the reported events and the product is not definitively established in every case without further investigation. The FDA also issued a class I recall for some models and lots of jelco hypodermic needle-pro fixed needle insulin syringes due to skewed graduation markings on the syringe barrel. This could lead to incorrect insulin doses and potential harm or death. This recall, however, relates to the syringe markings and not directly to the needle detaching from the syringe or leaking.